Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Without a device evaluation, angiodynamics is unable to determine a root cause for the reported complaint description. The customer's reported complaint description of "fiber lok moved" could not be confirmed. A root cause for the reported complaint description cannot be definitively determined. Per the manufacturing engineer for this product, it is possible that when bonding the lok to the fiber, if an operator (employee) places too much force on a fiber once it is up against the stop (manufacturing equipment), the fiber could bend away from the path of the plasma pen (manufacturing equipment) and thus adversely affect the resultant surface energy from the plasma treatment. The potential root cause for this issue is inadequate bonding of the lok to the fiber. Another possible contributing factor for the reported event, could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during an evlt procedure, it was noted the fiber stop on the fiber shaft was sliding freely. This was noticed prior to insertion of the patient's ssv. There was no harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.